Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. Concomitant products included diclofenac since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced device expulsion ("expulsion/ right coil came out while home in shower"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with essure removal. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal haemorrhage, migraine, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2016, (B)(6) 2017 date(s) of insertion: (B)(6) 2015 (per pif). 3¿ 4 coils and 20 coils on each side respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2016: right occlusion only, failure to occlude, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2021: mr received. Reporter's information added.rcc added.fu received.no new significant change made in medical context of case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. Concomitant products included diclofenac since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced device expulsion ("expulsion/ right coil came out while home in shower"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with essure removal. Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal haemorrhage, migraine, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2016, (B)(6) 2017 date(s) of insertion: (B)(6) 2015 (per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2016: right occlusion only, failure to occlude, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2020: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. Concomitant products included diclofenac since 2017. On (B)(6)2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced device expulsion ("expulsion/ right coil came out while home in shower"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with essure removal. Essure was removed on (B)(6)-2017. At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal haemorrhage, migraine, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6)2016, (B)(6)2017 date(s) of insertion: (B)(6)2015 (per pif) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6)2016: right occlusion only, failure to occlude, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received: case became serious incident: essure removed on (B)(6)2017. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tube(s)," in (B)(6) 2017. Concomitant products included diclofenac since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced device expulsion ("expulsion/ right coil came out while home in shower"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), back pain ("back pain") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, vaginal haemorrhage, migraine, weight increased and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2016, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2017: unilateral occlusion (left tube occluded), failure to occlude (close) fallopian tubes. Imaging procedure - on (B)(6) 2016: right occlusion only, failure to occlude, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received. Reporter information updated. New events: abnormal bleeding (vaginal), migraines / headaches, weight gain, hair loss, failure to occlude (close) fallopian tube(s) were added. Concomitant drug and lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/failure to occlude') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). At the time of the report, the device dislocation, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia and metrorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: right occlusion only, failure to occlude, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Case was upgraded to incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), expulsion, migration. Laboratory data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.